Event description:
Sorin group italia received report of a protekduo+ cannula which broke at its bifurcation. The event occurred during procedure. The device was replaced with a new one. There was no report of any patient impact.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: through follow-up communications, it was confirmed that no patient impact actually occurred. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.